Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redr1711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was hospitalized, the catheter was salinized before the bath, and upon returning from the bath, blood returned throughout the catheter. Clearance maneuvers were performed, resulting in a positive response to clearing. It was possible to keep the catheter patent. Catheter was inserted on (B)(6) 2019. The customer reported that this issue is frequent and thinks that the catheter valve is the problem. The sales rep says that the connector used by the hospital could be contributing to that - brand: la via. Manufactured by: wenzhou klf medical plastics co. Ltd. The customer also says the connector has neutral pression.